Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. Device history record review was performed. No nonconformance reports or other abnormalities during the assembly of related lot were found. Based on this, is concluded the product involved met specifications.

Event description:
A peritoneal dialysis patient reported fluid leaking from the cassette and into the cycler during treatment. Treatment was cancelled. Availability of the sample for evaluation is unknown. Several follow-up attempts with the patient and the patient¿s peritoneal dialysis nurse were unsuccessful. It is unknown if there are any serious injuries, complications or infections. At this time, there are no adverse events reported.

Manufacturer narrative:
(B)(4) - a follow-up MDR will be submitted following evaluation.

Event description:
A peritoneal dialysis patient reported fluid leaking from the cassette and into the cycler during treatment. Treatment was cancelled. Availability of the sample for evaluation is unknown. Several follow-up attempts with the patient and the patient's peritoneal dialysis nurse were unsuccessful. It is unknown if there are any serious injuries, complications or infections. At this time, there are no adverse events reported.